Event description:
It was reported to philips that the c-arm movements could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, procedure was delayed, and it was completed after the device was repaired. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm movements were unavailable. The fse analysed the log file and found that the amc was defective. The fse replaced amc triple servo drive to solve the issue. The same issue reoccurred where the log file was reviewed and found that the clea2 fd shift motor was defective. The fse replaced the clea2 fd shift motor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.